Event description:
Surgery to repair abdominal llq hernia post c-section on (B)(6) 2012. Three months post surgery pain worsened to the degree today that I am severely limited in physical activity and becoming depressed from the daily pain and physical disability.